Event description:
It was reported that high impedance was observed. The cause of the high impedance was unclear but the physician suspected there was a fracture of the lead or disconnection of the electrode. X-rays were reportedly performed however they have not been reviewed by the manufacturer. Manufacturing records were reviewed and it was observed that both the lead and generator passed quality control inspection prior to distribution. The implant card was reviewed and found that on the day of implant the impedance was ok. No additional relevant information has been received to date. No surgical interventions are known to have occurred to date.